Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This pacemaker and right ventricular lead exhibited high out of range pace impedance measurements leading to a mode switch. The cause was attributed to a lead to header connection issue. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This device and right ventricular lead exhibited high out of range pace impedance measurements leading to a mode switch. The cause was attributed to a lead to header connection issue. This device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This device and right ventricular lead exhibited high out of range pace impedance measurements leading to a mode switch. The cause was attributed to a lead to header connection issue. This device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.